Manufacturer narrative:
The customer¿s report of an overinfusion of heparin was confirmed. The event log indicates that heparin was programmed to infuse 250 ml at a rate of 10 ml/hr. The infusion ran for a little less than an hour before being turned off. The total volume infused that was recorded during this time period was 9.269 ml. While the programming did not show the bolus that was ordered, the rate was determined to be correct. Rate accuracy testing was performed and it was noted that there were periods of unregulated flow during the pumping cycle. The device was opened and the membrane frame was removed to inspect the frame cavity inside the bezel. The top occluder finger was noted to be stuck in the retracted position due to the presence of dried fluids inside the finger slots of the bezel. After the dried fluids were removed the device was retested and found to be within specifications. The root cause of the over infusion of heparin was attributed to fluid ingress into the occluder slots resulting in inability of the occluder to move, which led to periods of unregulated flow.

Event description:
The customer reported that heparin 25,000 units in 250ml was ordered to infuse with a bolus of 5,000 units followed by a rate of 1,000 units/hr. The infusion was initiated at 3:14 am and the 25,000 units had infused by 4:43 am. The patient was examined and no signs of bleeding were noted. Labs were drawn and the ptt increased from a baseline of 25.1 to 277 (reference range 25-34.8). The patient was kept in the ed for close observation with serial ptts every 4 hours and a type and screen in case of emergency transfusion. There was no harm to the patient and no lasting effects.